Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Complete lead returned severed in two segments. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
Boston scientific received information that this right atrial (ra) lead was found dislodged from the heart tissue. A revision procedure was performed wherein physician explanted and replaced this lead. No additional adverse patient effects were reported.